Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no image issue could not be reproduced or confirmed; the device was found to function per specification. It is likely that the reported issue was due to a faulty digital signal processor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The image provided by the camera was functioning properly. The image issue reported by the patient was believed to have been caused by the processor being used (otv-sc). Please see report (B)(6), for further details concerning that device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus camera head was not producing an image during maintenance. There was no patient involvement during this event.